Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the adverse events described in the article? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date and type of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for ethicon devices used?

Event description:
It was reported in a journal article that the patient underwent an ophthalmic socket surgery on unknown date using of hydoxyapatite orbital implant and the mesh was used as wrapping material. The patient experienced implant exposure before pegging and conjunctival dehiscence progressed to implant exposure at one to two months. It was possible that the patient healed spontaneously or required dermis fat grafts within three months postoperatively. It was possible that the patient experienced implant exposure after pegging and required dermis fat graft procedure. Because the mesh is absorbed by hydrolytic decomposition, eye movement could potentially cause tissue erosion with implant exposure. It was also reported that the patient, which possibly starting prosthesis fitting at one month postoperatively, may have been exposed to the relatively rough surface of absorbable fibers. These fibers may have been abrasive to the speculated surface of the ha and overlying soft tissue, accelerating progression from conjunctival dehiscence to implant exposure. Additional information has been requested.